Event description:
The physician intended to implant a 2.5 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a calcified lesion in the proximal cx with 75% stenosis. The lesion was pre-dilated once using a 2.0 x 20 mm balloon up to 15 atm's. The 60% stenosis remained following lesion pre-dilation. Force was used in an effort to advance the endeavor resolute device to the target lesion. The stent could not cross the lesion and the device was removed. Stent damage was observed on removal. Further lesion pre-dilation was performed. And a 2.5 x 24 mm other brand stent was subsequently implanted. The device had been inspected prior to use with no abnormalities noted. The pt was in good condition post procedure and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). (Stent damage, failure to deliver the stent). Results and conclusion: (calcified lesion, 60% stenosis following pre-dilation). (Use of force).